Event description:
It was reported that the device was sheared. A mach1 was selected for use. During the procedure, it was noted that the end was sheared. There were no patient complications reported.

Manufacturer narrative:
The device was returned for analysis and evaluated by manufacturer. Inspection of the device presented no separation or detachment; however, the distal end of the shaft and tip were damaged or flattened for 1.8cm.

Event description:
It was reported that the device was sheared. A mach1 was selected for use. During the procedure, it was noted that the end was sheared. There were no patient complications reported.